Event description:
(B)(6) was reported. The pump was moved to other side of the body due to (B)(6); the mesh pouch was kept implanted in the same place. It was later reported that a culture was taken, results were not known to the reporter. Pt status was also not known. Drug delivered via the system was gablofen 500 mcg/ml at a daily dose of 197mcg. Additional information has been requested, a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).